Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine human chorionic gonadotropin negative. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and fatigue ("chronic fatigue"). At the time of the report, the abdominal pain, heavy menstrual bleeding, back pain and fatigue had not resolved. The reporter considered abdominal pain, back pain, fatigue and heavy menstrual bleeding to be related to essure. The reporter commented: number of coils visible on the right noted in the findings detail. Number of coils visible on the left noted in the findings detail. Instruments removed without incident. Deployed with (r) 8 and (l) 5 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.